Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found that two battery separators were missing. The customer stated problem was confirmed. Dso (downstream occlusion sensor) failed calibration, was stuck at 2mv. The dso was replaced during the repair process and installed the two missing battery separators. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed alarm -cassette not attached properly- when placed on the set with latch closed and is missing 2 battery separators. No patient involvement was reported.